Event description:
Following the placement of a stent, an angio-seal device was placed. Prior to device deployment the pt's act was noted to be 373. The physician administered 20,000 mg of protamine sulfate and then proceeded with the deployment sequence. Hemostasis was not achieved with the device and bleeding was noted from the puncture site; the physician therefore administered an add'l 50,000 mg of protamine sulfate. Manual pressure was held for 20 minutes wiith hemostasis achieved. The site was without hematoma and the pt without sequelae.